Manufacturer narrative:
Concomitant medical product: 4592 lead, implanted: (B)(6) 2010; 5592 lead, implanted: (B)(6)2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's wife that the cardiac resynchronization therapy defibrillator (crt-d) "just stopped working". It was also reported that the patient "just fell out. He had no pulse" and that the device failed to shock the patient. Follow up with the patient's clinic noted that a remote transmission approximately one month prior to the patient's death showed chronic atrial fibrillation, but no other episodes were recorded. No further cause of death information was available.